Event description:
The customer's mother reported a battery out limit alarm, unresponsive buttons and frozen screen. The time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.